Event description:
It was reported that one of the screws passed through the plate without being held by the anti-backout system, during the final locking. The patient whiplashed on c5-c6. He was not revised to change the plate, which is maintained by other 3 screws".

Manufacturer narrative:
Complaint history review; risk assessment; manufacturing records for this product could not be reviewed because the lot number was not known and device not returned. The root cause is not determined for this event due to lack of returned parts for examination.

Event description:
It was reported that one of the screws passed through the plate without being held by the anti-backout system, during the final locking. The patient whiplashed on c5-c6. He was not revised to change the plate, which is maintained by other 3 screws"